Event description:
It was reported that the user experienced difficulty scanning a new freestyle libre 3 plus continuous glucose monitor with their phone application, despite attempts to delete the app, toggle bluetooth, and perform a phone restart, after which the user elected to revert to multiple daily injections for glucose management. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm-based glucose data and user-initiated change to therapy approach. Investigation included troubleshooting and education conducted remotely with guided steps for app and phone settings, followed by instruction to restart the device. Investigation of this case revealed user difficulty operating the phone and app required for sensor scanning, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction challenges with the mobile device and app.